Manufacturer narrative:
Other applicable components are: : product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2017 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via manufacturer representative that there was an infection at the lead incision. The patient reported a reddened incision and saw the physician on (B)(6) 2018. She was started on antibiotics at that time. She reported the incision began to improve, but after showering on (B)(6) 2017, there was purulent drainage from the incision and now there was a small hole. The patient denied fever. The patient was scheduled to meet with the physician on (B)(6) 2017. At the time of the report, the physician was monitoring the wound and there were no plans of surgery. No further complications were reported/anticipated. The indication for implant was spinal pain. Additional information was received from the manufacturer representative. It was reported that the patient was taking levaquin antibiotic. The cause of the infection was not determined and the infection was not resolved. No further complications were reported/ anticipated.